Event description:
Complainant alleges "on (B)(6) 2026, during a blepharoplasty procedure, we used a cautery high temp fine tip (ref: aa01, lot: 0425x) for preparation of the skin and underlying muscle. During the very first use of the cautery, a flame developed, which we were able to extinguish immediately."

Manufacturer narrative:
The device has been returned and is awaiting evaluation. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.